Manufacturer narrative:
Investigation results completed on a smiths medical slicone-bivona tube. The device was visually inspected and revealed the teflon tubing used to bridge the airway line to the lumen in the shaft had worked its way inside the pilot balloon. Device was able to inflate and deflate. The complaint was validated and root cause unknown as no lot number was revealed. Teflon tubing was in the correct location when the device was assembled; otherwise, the opening that joins the external airway line to the internal lumen would have been blocked by adhesive. The investigation could not determine a definitive root cause for the migration of the teflon tubing into the pilot balloon. Since no adverse trends have been identified related to this issue, no corrective actions are planned at this time.

Event description:
Information was received that smiths bivona® adult tts¿ tracheostomy tube reported during cleaning, a small piece of plastic was noticed coming out of the pilot line. The user was concerned over foreign body being ingested into the stoma. No patient adverse events reported and a new trach change took place.